Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during therapy that the cardiosave intra-aortic balloon pump (iabp) gave repeated gas loss in iab circuit alarms. There was no harm reported to the patient.

Event description:
It was reported during therapy that the cardiosave intra-aortic balloon pump (iabp) gave repeated gas loss in iab circuit alarms. There was no reported harm to the patient.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the pim test and drive manifold test did not pass due to leakage. In order to fix the issue, the fse replaced the drive manifold assembly (0104-00-0031) and the pneumatic module assy (0997-00-1178). The fse then performed calibration, service and system tests, functionality control, and trial run. After the repair, the unit was handed over to the customer.